Event description:
Dealer is stating that the head tube bearings ar worn out. No other information provided.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.